Manufacturer narrative:
The only alert possible in this clinical situation would be a leads off inop. Philips is in the process of obtaining additional info regarding this event and the complaint is still under investigation. Leads off inops are adequately described in the device labeling (instructions for use). A final report will be submitted once the investigation is completed. (B) (4).

Event description:
The customer reported that a pt disconnected from the equipment, fell on the floor and no alarms were heard at the central station.